Manufacturer narrative:
Title: safety and efficacy of using staplers and vessel sealing devices for laparoscopic splenectomy: a randomized controlled trial source: surgical innovation 2020, vol. 0(0) 1¿6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study compares the safety and efficacy of using endoscopic staplers, and vessel sealing devices to control the splenic pedicle in patients with non severe splenomegaly. A total of (B)(4) patients with different blood disorders including idiopathic thrombocytopenic purpura (itp), hypersplenism, and lymphoma were randomized for elective laparoscopic splenectomy. There were total of (B)(4) cases in the ligasure group and (B)(4) patients in the stapler group. Postoperative complications occurred in (B)(4) cases: 2 cases in ligasure group, which include pneumonia, and port site infection.